Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead, implanted with another manufacturer's device, was explanted and replaced. It was reported the patient was experiencing syncopal episodes. A new system was successfully implanted. No additional adverse patient effects were reported.